Event description:
Per the clinic, the patient experienced a skin overgrowth and infection around the abutment site on (B)(6) 2012. The patient was treated with topical antibiotics. The patient underwent a procedure on (B)(6) 2013 to have the abutment replaced. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.